Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump had intermittent button response due to corroded keypad traces. Moisture damage was found on the interface and radio frequency board. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports several issues with insulin pump. Customer reports moisture under lcd screen, blank display and button anomaly. Customer declined troubleshoot. Customer's blood glucose was 176 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.